Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd nexiva¿ closed IV catheter system, the catheter was torn. The following information was provided by the initial reporter: removed from packaging and noticed that tear in plastic cathelon. Nurse noticed before pulling metal needle out of sheath.

Event description:
It was reported that prior to using a bd nexiva¿ closed IV catheter system, the catheter was torn. The following information was provided by the initial reporter: removed from packaging and noticed that tear in plastic cathelon. Nurse noticed before pulling metal needle out of sheath.

Manufacturer narrative:
H.6. Investigation: since no photos or samples displaying the reported condition of catheter defective / damaged were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.